Event description:
It was reported when using the pyxis medstation es system that it had a hardware failure, remote manager failed. The customer reported an issue that there was a delay in patient workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by latch hardware failure. The field service engineer cleaned and greased latch micro switches to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.